Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed functional tests however, the insulin pump was unable to complete the prime test due to faulty force sensor relay. No unexpected alarms were noted. No vibrator anomaly noted. The insulin pump was received missing end cap sticker, minor scratches on liquid crystal display window, cracked case at reservoir tube window corners and battery tube threads.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump vibrated with a violently loud sound. The customer stated that the insulin pump had been dropped to the floor, although no physical damage was observed. The customer did not know the blood glucose reading. She stated that the insulin pump alarmed an error. The device passed the self test, as well as the displacement test, which showed "no reservoir." She reported that the insulin pump quacks. She stated that the other day, she went to deliver insulin, but the insulin pump restarted. She noted that it delivered some insulin, then restarting. She reported that it suspended because she had miscounted the bolus amount. She observed the version screen, which came back on as if she was performing a battery change. Advised replacement of the insulin pump. No issues related to the scroll wrap notice were reported. Nothing further reported.